Event description:
It was reported that the t:slim x2 pump battery was not charging. The customer's blood glucose level remained unaffected. After troubleshooting steps, which included using the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump resumed charging, and no further assistance was necessary.